Manufacturer narrative:
The product is not available. Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
It was reported by a user facility in spain that the vitreous was ruptured in the operating room. Additional information has been requested.

Manufacturer narrative:
This complaint does not contain sufficient details to evaluate an alleged defect with this product. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Correction to d4 (UDI) from: (B)(4).